Event description:
A user facility reported evis lucera elite colonovideoscope is displayed as non-target when connecting to the system. There were no reports of patient or user harm. This report is being submitted for the reportable malfunction, image problem reported by the customer.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report of image problem error code was confirmed. Due to corrosion on the endoscope connector, e216 (scope communication error) occurs. The following additional findings were also noted: bending angle in up direction does not meet standard value, the play of up down knob out of the standard value, chipped adhesive on the bending section cover, water removal ability does not meet standard value, dirty scope connector, assorted scratches, discoloration on the control unit, dirty universal cord, and damage on the scope identification cable. A review of the device history record confirmed the following repairs were made on july 25th, 2022: insertion section, insufficient angulation of the bending tube, replaced control section, play of the angulation control knob, repaired/control section, angulation, angulation control knob, reduction of watertightness, replaced insertion section, a-rubber, a pinhole, replaced/control section, the up/sown angulation lock did not work, replaced distal end section, insufficient air/water flow, replaced/distal end section, the nozzle, insufficient air flow to clear water from the objective lens, replaced/distal end section, the objective lens and the light guide lens were stained, replaced distal end section, the nozzle was clogged, replaced/distal end section, the cover was scratched, replaced/insertion section, the insertion tube was scratched, replaced distal end section, shade on images, repaired/distal end section, malfunction of the zoom operation, repaired/control section, the body, the right/left axis was loose, stained, and scratched, replaced control section, the up/down angulation control knob was scratched, the right/left angulation control knob was scratched, the right/left angulation lock was scratched, and the up/down angulation lock was scratched, replaced/control section, the switch, swbox was scratched and replaced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, it is presumably caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. However, a definitive root cause could not be determined. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image]. 1 observe the palm of your hand using the wli and nbi endoscopic images. 2 confirm that light is output from the endoscope¿s distal end. 3 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4 turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.